Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No additional information was available and no known impact or consequence to patient was reported. Physio-control evaluated the customers device and was unable to duplicate the reported issue. Unrelated repairs were completed and proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that when their device was turned on, the green power button turned on but the screen was blank. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of any adverse effect to the patient as a result of the reported issue.